Manufacturer narrative:
Concomitant medical products 8253200: patient interface response 3.0, serial # (B)(4), lot # 205761130, manufactured date -march/12/2012, 510(k) # k083124 8220325: nim muting probe, lot # 66900000, manufactured date - march/25/2010, 510(k) # k083124. The nim mainframe (part # 8253001), nim patient interface (part # 8253200) and nim muting probe (part # 8220325) were returned for evaluation. Evaluation of the mainframe (part # 8253001) could not duplicate customer's issue ¿not registering stimulus when checking with probe.¿ as a precautionary measure the device was placed in the burn in for 24 hours attempting to observe any heat failures. The device did not fail. Evaluation found no fault with the device. The device tested to manufacturer product specifications and returned to the customer. Evaluation of patient interface (part # 8253200) could not duplicate customer's issue ¿not registering stimulus when checking with probe.¿ the wave washers were placed due to loose cable clip. There was no functional fault with the device. The device tested to manufacturer product specifications and returned to the customer. Evaluation of muting probe (part #8220325) could not duplicate customer's issue ¿not registering stimulus when checking with probe.¿ the device had a broken ferrite. The broken ferrite could not be repaired, the device was scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not registering stimulus when checking with the probe. There was no patient impact.